Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via call that the customer had high blood glucose level of 425 to 500 mg/dl. Customer was hospitalized due to urinary tract infection. The insulin pump will be returned for analysis.